Event description:
This IV lead was implanted on (B)(6) 2004. And capped on (B)(6) 2012, due to loss of capture via, the psa at 1 0v in unipolar and anodal stimulation in tip to rv. The procedure took place at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).